Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the ok button was under responsive, with moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-aug-2019 with the following findings: the keypad was found to be intact; no damage or peeling was observed. During investigation, the ok button was found to be unresponsive to button presses; all other keypad buttons responded appropriately. The keypad was removed and no damage was found on the button contacts. A leak test was performed revealing a leak in a case crack. The pump was opened and there was moisture damage found on the keypad connector on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.